Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the first pass mini devices are manufactured and intended as externally communicating devices and are not approved for long-term internal tissue exposure and long-term implantation data is not available. Consequently, we are unable to make any conclusions on the impact of the retained non-implantable foreign body. However, the potential for micro-motion and/or migration, and local skin irritation/discomfort cannot be rule out. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the catch mechanism of the firstpass mini´s ridge pass broke off. Pieces could not be recovered. A significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.